Manufacturer narrative:
The field representative was not able to obtain any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. At the consult, loss of capture was also noted on the rv lead. It was suspected there was insulation damage. The patient indicated that they experienced a syncopal episode. As the patient was pacemaker dependent, a revision procedure was performed. The rv lead was surgically abandoned and replaced. As there was only two years of remaining longevity on the device, it was also explanted and replaced. No additional adverse patient effects were reported.